Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported one of the pt's leads had eroded through the skin and the pt was experiencing pain when stimulation was on and off. Both leads were explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.